Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Foreign source: (B)(6). Literature source: hiroyuki tanemura, "japan gastroenterological endoscopy society," volume 53, 2173-2962 (sep. 2011). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within a malignant esophagotracheal fistula during a stent placement procedure on an unknown date. According to the complainant, the patient presented to the hospital due to choking. A patient work up revealed an esophagotracheal fistula and enlarged lymph nodes. It was determined that the patient suffered from esophageal cancer. It was reported that the physician took a "wait and see approach" and planned to place a stent and perform chemotherapy. The ultraflex esophageal covered stent was successfully implanted within the esophagotracheal fistula, as it was reported that the fistula was closed and the stent was secured to the lumen of the esophagus. Once it was confirmed that the patient was able to eat without any issues, the patient was treated with fp therapy (chemotherapy). Due to a good outcome the patient was allowed to resume normal eating habits. Fifth rotation chemotherapy was continued. At a later date, the patient returned to the hospital due to choking. A radiograph revealed that the stent had "fallen off in stomach". Under endoscopic visualization it was discovered that "growth was contractive". The physician attributed the migration of the stent to the reduction of the tumor, due to the chemotherapy. The ultraflex stent was easily removed from the stomach using an overtube. Reportedly, the esophagotracheal fistula was not resolved; therefore a decision was made by the physician to implant a non-bsc stent. A flexella-j stent was then implanted on an unknown date. The patient continued to undergo chemotherapy. Eight months later the patient expired. It was reported that the flexella-j-stent controlled the growth of the tumor, but it was unable to control the metastasis of the lymph nodes. In the physician's assessment, the patient's cause of death was attributed to the metastasis of cancer within the lymph nodes.